Event description:
It was reported that this patient with this right ventricular (rv) lead had undergone a coronary artery bypass graft (CABG) procedure in which this rv lead and the other right atrial (ra) lead were moved. The ra lead had exhibited high threshold measurements. The physician opted to replace both this rv and ra leads as they were very lateral, and the slack would pull back with arm movement. A new rv lead was implanted and remains in service. This rv lead was returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this right ventricular (rv) lead had undergone a coronary artery bypass graft (CABG) procedure in which this rv lead and the other right atrial (ra) lead were moved. The ra lead had exhibited high threshold measurements. The physician opted to replace both this rv and ra leads as they were very lateral, and the slack would pull back with arm movement. A new rv lead was implanted and remains in service. This rv lead is expected to be returned. No additional adverse patient effects were reported.